Event description:
It was reported that the patient woke up with the pump alarming no disposable. She was lethargic and short of breath at this time and fainted. The patient further reported that she is feeling better now but is still weak and her knee is swollen from falling. Patient receiving infusion for pulmonary arterial hypertension (pah). No additional information available. No patient injury was reported.

Manufacturer narrative:
No serial number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual, and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. UDI and catalog number, operator of device, initial reporter sent report to FDA, and 510k are unknown. No information has been provided to date.